Event description:
It was reported that a patient underwent an unknown arthroscopic procedure in 2009. Ten to fifteen days post-operatively, the patient experienced a vesicular erythematous patch around the arthroscopic incision points approximately. The reaction was treated with local corticoids. Currently, the patient has diffuse eruption as exanthem without enanthem.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.